Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not start. Upon troubleshooting the philips field service engineer (fse) found failure in 24-v power supply. To resolve the issue, the fse replaced pdu (power distribution unit) fan tray, and the defective part was returned for analysis. The review of part analysis conclusively determines the failure of psu4 malfunction caused by electrical overstress. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.